Event description:
It was reported that during a radial artery harvesting procedure, the device gave a solid tone during the procedure. Troubleshooting did not resolve the issue. There was no reported pt consequence and 1 device is returning.